Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while removing the guidewire from the lumbar drain (910121), the catheter was kinking although the guidewire was wet. The hospital had another piece in stock which was utilized to complete the surgery. There was no patient injury or death; however, the event led to an increase of surgery time of 30 minutes.

Manufacturer narrative:
An evaluation of the actual lumbar drain (910121) could not be performed because the device was discarded at the facility. However, a photo was provided to assist in our investigation, but without actual device to investigate, the exact root cause of the reported event could not be determined, thus the complaint is considered unverifiable. Lot number information has been provided; therefore, manufacturing records were reviewed and no anomalies that could be associated with the complaint incident was observed. Difficulty to remove the catheter may be related to a kink of the device assembly during insertion: the guidewire kink may impact its removal. A flush with bacitracin solution may also impair insertion/removal of the guidewire as stated in the product instructions for use.

Event description:
N/a.